Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting was performed over the phone and the customer was instructed to swap out the digital light source cable (maj-1933) on the mobile cart. The customer cleaned the gold contacts on the scope and still had the error. The customer stated that the issue was not with the light source and that they were going to send the scope in for inspection and repair. The customer was also sent the leak test considerations document. The device was not returned to olympus for evaluation therefore the customer's allegation could not confirmed. The customer stated that they had a technician come in to try to troubleshoot. The customer did not send the scope back to olympus because they had 6-8 scopes with the same error on three different camera boxes. The customer stated that they thought the issue was with the reprocessing equipment. Multiple things were changed out, and since then there have been no further issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source was displaying a b30 scope communication error. The issue was found during preparation for use for a diagnostic colonoscopy procedure; the procedure was completed with a similar device. The customer stated that the scope displayed the same b30 on other endo towers as well. There were multiple case delays due to this issue but the patients were not under sedation or anesthesia. There was no report of harm to a patient or user associated with this event. Patient identifier (B)(6) is the initial reported occurrence.